Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter is giving an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The error message began on (B)(6) 2014 at 2:30am. According the patient, she continued to manage her diabetes with 22 units of lantus insulin and did not develop any symptoms after the issue began. The error 1 issue was not resolved with troubleshooting. This complaint is being reported due to the unresolved error 1 issue. The lfs products were replaced and requested back for investigation.